Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. It was noted that the helix was returned partly extended with tissue ingrowth visible and the helix was bent. Concomitant medical products: 7303 ICD, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured with noise oversensing. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.